Event description:
Newborn who was two days post-op cardiac surgery had an arterial line in place. A new transducer was in the line which incorporates a constant flush device designed control the rate of heparin infusion which was used to keep the arterial line open. It was noted that the heparin volume was decreasing at a rate faster than expected. The transducer was removed and was tested and it was found that the heparin was infusing at a rate two times that which was expected.